Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine device exchange, the left ventricular (lv) lead was loose from the set screw. The lv lead was inactivated. The patient was stable.